Event description:
It was reported by the customer that on (B)(6) 2010, the fiber stopped firing and there was no beam at 28,319 joules. No pt injury was reported. The device was not returned for eval.